Event description:
It was reported that the patient was unable to turn the stimulation amplitude up to "9." The patient stated that in the past, she recalled that the amplitude had been set at "9", but the settings now showed it was at 4.30 volts. It was noted that "9" would be a very high amplitude and it was recommended that the patient consult with a health care provider regarding the settings of the device.

Manufacturer narrative:
Continuation: product ID 37642, serial# (B)(4), product type programmer, patient product ID 37092, lot# 261540001, implanted: 2010-(B)(6), product type accessory product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 3387s-40, lot# v553425, implanted: 2010-(B)(6), (B)(4).